Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Explant date: (B)(6) 2021.

Event description:
It was reported that the patient experienced inadequate stimulation and underwent an explant procedure. The explanted ipg was not returned due to facility policy.